Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to pulling/stretching and overstress.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A. C154dwk bi-ventricular (bi-v) defibrillator, (B)(6) 2009. A 4269 implantable pacing lead boston scientific, (B)(6) 1996. (B)(4).

Event description:
It was reported that the right ventricular lead showed high impedance, the lead integrity alert tripped, and there was oversensing. It was also reported that there was a probable lead fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.